Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was placed on the cystic artery, 1st firing and the clip deployed in a "v" form. The 2nd and 3rd clips scissored. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: which firing of the device did this event occur on? 1st, 2nd and 3rd. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, outside pt. What were the indications for surgery? What was found? Gall bladder disease. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Did somebody other than the primary surgeon fire the instrument? No.